Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a proximal femoral nail antirotation (pfna) surgical procedure, it was observed that the battery hand piece device stopped working during drilling of the medullary canal. It was further reported that it appeared that neither the battery nor the motor were the reason for the problem because the device stopped working as soon as the drill bit was attached. According to the report, after two attempts to get it working, a spare device was used to continue and complete the procedure. There was a five to ten minute delay to the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Serial number: the device serial number was documented as unknown in the initial report. The device serial number date has been updated as (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. PMA/510k number: the 510k was documented as unknown in the initial report. It has been updated as exempt. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as may 21, 2010. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the mechanics were blocked due to reprocessing residues in the bearings and some parts were visibly worn out additionally, it was found that the yellow marking on the sleeve was partially damaged (peeled off); and it was hard to lock the lid on the handpiece due to deformation on the housing. Furthermore, the gears were blocked, seized and rough running due to wear from normal use and servicing. It was determined that the handpiece was locked and sluggish due to faulty construction/design, which has been escalated to CAPA . If additional information should become available, a supplemental medwatch report will be sent accordingly.